Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. During the call, the customer stated that her blood glucose was high with frequent urination and excessive thirst. The customer stated that she was in an urgent care clinic. Advised the customer to check her glucose level and treated with manual injections. The husband called later and stated that the customer was fine and she was using manual injections. The customer also stated that some of her sites have been red and swollen. No further information was provided.